Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-05735.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-05735. It was reported (B)(6) the patient experienced loss of stimulation due to a fractured lead. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the lead was explanted and replaced. Stimulation was restored following the procedure. The manufacturer has been unable to obtain additional lead details.